Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 425 mg/dl blood glucose. This was corrected by performing a site change to resume insulin delivery. The user was out of range for more than 90 minutes and did not require any outside intervention.